Event description:
On (B)(6), 2011, this pt underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. It was reported that a trunk-ipsilateral leg component featuring c3 delivery system moved 8 mm distal to the lowest renal artery during deployment due to severe proximal neck angle and tortuosity. The physician attempted to reconstrain the device for repositioning, but the device would not advance due to the angulation and tortuosity. It was reported the physician did not want to force the device into placement, so he elected to leave the device 8 mm from the intended position. Final angiography showed a proximal type I endoleak; however, the physician reportedly elected to leave the endoleak and monitor the pt. The pt tolerated the procedure. It was reported that the endoleak did not resolve; however, no aneurysm enlargement was identified. On (B)(6), 2011, an add'l procedure was performed to treat the persistent proximal type I endoleak. The physician placed an aortic extender component for proximal extension, and final angiography showed resolution of the endoleak. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.